Event description:
It was reported that the device has error 1870. Event occurred while patient use, during patient administration. There was known patient involvement and no patient harmed reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found a record of error code 1870. Visual and functional tests were performed. A possible defective motor was the cause of the issue, and it was replaced to fix the issue.